Manufacturer narrative:
The field service rep (fsr) was unable to duplicate the issue. The fsr tested the level sensors and found that they are operating properly. He attempted to download the logs but the data from the day of the event was no longer available.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, that intermittent level detection failures occurred. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process, but not yet completed.